Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the explanted head, stem, and liner covered in bio-debris. Damage is noted to the liner surface likely from explant. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 15-20 years post-implantation, the patient underwent a hip revision due to pain. It was reported that no further information is available.